Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative replaced the footswitch cable. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).

Event description:
A customer reported a footswitch error occurred during a procedure. A second system was used to complete the case. There was no patient harm reported.